Event description:
Bayer contour glucometer received from (B)(6) (B)(6) 2011. Meter failed (B)(6) 2011. Meter fails to accept test strip to turn on. Forced insertion causes deformation of test strip and does not turn meter on. Sn # (B)(4). Bayer contour glucometer. Sn # (B)(4) obtained from (B)(4) on (B)(6) 2011. Experienced very difficult strip insertion. Strip distortion (creased) leading to failure to begin analyse of applied sample or test solution with test strips from multiple lots. Note: six other exact type contour meters had same failures. Were returned to maker and replaced under waranty. Above meters available for eval upon request. Dates of use: 3 days and 2 1/2 days. Frequency: 3x daily.